Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology at a fast heart rate. A treadmill test was done to try and duplicate the rhythm at the same heart rate without success. The fast heart rate measured during testing is now updated in the device. There were no additional adverse patient effects. The system remains implanted.